Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that emergency medical service had come to him on (B)(6) 2020 as they had experienced hypoglycemia with blood glucose level of 95 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer was treated with 3 mini candy bars for low blood glucose level. Customer was unable to upload to carelink. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.